Manufacturer narrative:
H11 manufacturer narrative - retinal detachment is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced retinal detachment. Reportedly, "the retina doctor inject gas". To the best of our knowledge the lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.